Event description:
The facility reported an infusion pump that kept shutting off on its own during patient infusion. The biomedical engineer stated that the pump was programmed to infuse heparin at a rate of 24 ml/hr. The biomedical engineer stated that they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact info or patient demographics.